Event description:
Biomed reported that leaking occurred at the end of the infusion set and the connection of the spiros closed male connector. Taxol was being infused at the time of the event. There was no report of pt harm and no medical intervention was required. Customer stated that no further pt or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.